Event description:
It was reported that the stimulation device he had received on (B)(6), 2006 was taken out "years" ago due to his body rejecting the leads. He had a pump placed in 2009. This was "in place" of his stimulation device. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).